Manufacturer narrative:
The directlink pressure output cable- philips was returned for evaluation: failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected: no defect was noted. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation.

Event description:
4 of 4 reports: other mgf report numbers: 3013886523-2024-00228, 3013886523-2024-00229, 3013886523-2024-00341. Case 1: a facility reported a directlink pressure output cable- philips registering inconsistent values. The cable was used with module (ID (B)(6)), directlink icp extension cable (ID (B)(6)) and cerelink sensor (ID (B)(6)). The sensor was explanted.